Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total hysterectomy, bilateral salpingo-oophorectomy, anterior/posterior repairs due to symptomatic pelvic relaxation with stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, fistulae and recurrence. It was reported that patient underwent tvt takedown, anterior repair and cystoscopy on (B)(6) 2001 due to pain, cystocele, urinary retention, recurrent uti¿s and urgency problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.